Event description:
The customer reported a pacer equip malfunction error message during testing.

Manufacturer narrative:
(B)(4). There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the problem. The cause was found to be a disconnection internal cable. This was a malfunction where a disconnected internal cable caused a pacing test failure.